Event description:
After the new pyxis es system was installed, a dilaudid order was entered in the ed and the order was sent to the pharmacy for verification. The verification was delayed and the medication was not given promptly to the patient. The ed was using a profiled system and the medication was not overrideable. (B)(4).